Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the clips were not closing fully around the duct and corresponding tissue. However, the surgeon and techs "dry-fired" the clip applier outside of the patient, and the clips ligated as they should. The second unit that was pulled had occluded properly inside the patient." Patient status - "normal".

Manufacturer narrative:
Investigation summary: two (2) event units were returned for evaluation. Upon inspection, engineering found one unit had a clip partially loaded in the jaws. After the clip was removed from the jaws, both units functioned properly. The clips were fired off one at a time and conformed to all specifications. The units were disassembled for further evaluation and met all specifications. The root causes could not be determined as engineering was unable replicate the incidents. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.